Event description:
Pt's cadd legacy pump sn (B)(4) is beeping a siren alarm. Pt stated she changed out batteries, but it is still beeping. Siren alarm otherwise indicates system malfunction; device malfunction. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced device. Dose or amount: 43 ng/kg/min, frequency: continuous, route: IV. Ndc# or unique ID: (B)(4).